Manufacturer narrative:
Date of event: (B)(6) 2018. Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Catalog number: c-utlmy-701j-rsc-abrm-hc-ihi-fst-a-rd. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter (cvc) tray had a cracked cvc hub. As a result, another central line needed to be placed. The patient did not experience any other adverse effects due to this occurrence. Additional information has been requested from the customer. The device is reportedly available to be returned; however, as of the date of this report, the device has not been received for evaluation.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. A review of the instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection/dimensional verification, of the returned device was conducted during the investigation. One used 7 fr triple lumen cvc catheter was returned in used condition. Bio-matter was heavily present on the device. The number two lumen has a crack in the hub approximately 1.1cm in length. A needleless adapter was also tightened on the cracked hub and found to rest 3mm from the proximal edge of the hub. Due to the condition of the device, a laser micrometer was not able to be used to measure the od of the extension tubing for the number 2 hub. However, calipers measured the od of the tubing at 0.117". Manufacturing specification for the od is 0.121 +/- 0.002". Therefore the od of the tubing was found to be -.002" out of spec. However, due to the condition of the device, it cannot be definitively determined if the device was manufactured outside of specification. Additionally, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information/ investigation: the following information is part of the investigation results which were reprocessed on (B)(6) 2018. A cracked hub could potentially result in air embolism, blood loss (if not clamped) or infection possibly causing critical harm. At this time, the clinical assessment cannot eliminate any possible causes for this event such as product handling, device compatibility, user technique, patient safety awareness and mobility, other device compatibility, device failure, or manufacturing related causes. Based on the complaint information, the device was in place for 6 days before the failure was noticed. One of the hazards identified with microclave connectors is cracking caused by excessive torque from the use of forceps or hemostats to make connections. Due to the location of the crack, it is feasible that the microclave to luer connection met with excessive torqueing, causing cracking and leakage. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Device catalog: c-utlmy-701j-rsc-abrm-hc-ihi-fst-a-rd. The sus voluntary medwatch report was received on 16apr2018 and it contained the following new information: implant of the central line was (B)(6) 2018. Explant of the central line (event date) was (B)(6) 2018. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. [Hhs_FDA_mw5076356_recvd_16apr2018.pdf] .